Event description:
Boston scientific received information that this product was part of a system infection. There were no additional adverse effects reported. A decision regarding replacement will be made in the future.

Event description:
Additional information was received. A replacement procedure was performed. This system was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.